Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department (ed) due to feeling chest pain / burning in their chest. Emergency medical services (ems) reported rhythm changes and suspected ventricular tachycardia (vt). The allied health professional (ahp) reported the rhythm appeared paced. A remote transmission was sent. Information received on the remote transmission was reviewed by qualified personnel. No arrhythmias were detected within programmed detection zones of the implantable pulse generator (ipg) since the last device check. It was discovered that there had been a lead warning for high impedance on the right ventricular (rv) lead. Follow up was conducted with the company field representative. The field representative stated that the impedance issue appears to be a chronic, known situation with the rv lead. No reprogramming has been completed and the lead remains in use. No patient complications have been reported as a result of this event.